Event description:
It was reported that patient received inappropriate therapy for afib with rvr. The physician increased the dosage of coreg and patient was referred for an ablation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.